Event description:
Caller reported compact plus blood glucose results of 199 mg/dl, 100 mg/dl, and 120 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.